Manufacturer narrative:
Findings: unit was received in no manufacturing mode noted. Pump was received with constant pump error after inserted battery for one minute, problem isolated to. Unable to verify critical pump error (open book image) or pump error due to pump error. Unit was received with minor scratched lcd window and cracked select button keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a software error detected alarm. They changed the reservoir was unable to rewind the insulin pump. They tried to go through the rewind process 3 times then got a critical pump error alarm. The customer was using their back-up insulin pump. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.